Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented with kyphosis and foraminal stenosis. The patient underwent oblique lumbar interbody fusion at l3-l5. Intra-op, when the set screw was inserted at left side of l4, a squeaky sound was heard. The set screw idled at the time of final tightening. The tab of the screw was found bent at the boundary between the extender and the head. Therefore, the screw was removed and was replaced with another one. There was a delay of less than 60 minutes in overall procedure time as a result of this event. There were no patient complications reported as a result of this event.